Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having cancer from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having cancer from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The ventilator was returned to the product investigation laboratory (pil) for evaluation and the customer's complaint was confirmed. During evaluation pil observed blower enclosure contaminated with fine, black particulate along with what appears to be brown tarnish like material with an odor of tobacco/talc. Additionally, upon downloading the "significant event logs," from the unit, (as received) there are event log entries associated with this return. However, pil run-in and memory download of the unit yielded no faults or/are unreproduced. There are mfts failed test steps that are expected due to unit disposition, equipment condition or use (firmware version, battery build dates, battery charging capacity.) Unit provides therapy, however there is evidence of particulates/contamination and liquid ingress.